Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's co2 module was not working. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).